Event description:
Upon trying to distract the patient's hip during the start of the procedure, the hip distractor would not lock into place to hold traction on the patient's operative side. When the patient was not on the bed in the distraction boot, the distractor was able to lock at the start of the case per the stryker representative. Md attempted to distract and lock the device as well without success. Md was still able to perform the procedure safely, but the next case was cancelled due to the malfunctioning hip distractor.